Event description:
The customer reported that her blood glucose dropped to 10mg/dl and was hospitalized. The customer was pregnant at the time she was using the insulin pump. The customer gave birth on (B)(6) and continued using the pump with the same basal rates used during pregnancy, which caused her admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.